Manufacturer narrative:
No sample has been received for evaluation. Investigation the root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a gas bubble was drastically smaller at one day post op. There was no known patient impact. Additional information was requested.